Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was oversensing noise which lead to inappropriate automatic mode switches (ams). The patient was asymptomatic. Programming changes were made and the patient was in stable condition.